Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, this patient underwent an endovascular repair of a distal thoracic aortic arch aneurysm in the using two gore tag thoracic endoprostheses (tgt3415/8548687, tgt4015/8526161). Prior to implantation, a bypass between the right axillary artery, the left carotid artery and the left axillary artery was performed. The left subclavian artery was coil embolized. A gore introducer sheath with silicone pinch valve (lot/serial number unknown) was inserted from the right common iliac artery. The devices were implanted without issues. The final angiography showed a minor proximal type I endoleak, which was left to be monitored. The patient tolerated the procedure. Later on the same day, the patient underwent treatment of an occluded right external iliac artery using a vascular graft. The cause of the occlusion is unknown. The blood flow to the right lower extremity was restored.